Event description:
The report we received from our affiliate indicated that during a pta to the right superficial femoral artery, the balloon ruptured below rated burst pressure. A left femoaral approach was used, and the target vessel was moderately calcified and tortuos. The degree of stenosis was unknown. There was no report of any adverse effects to the patient. The product eappared perfectu during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no further patient or procedural information is available. The product is not available for evaluation and testing.